Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).

Event description:
Customer reported that air went into the pt's eye during surgery. The air line was clamped and the procedure was completed with no harm to the pt.